Manufacturer narrative:
(B)(6).

Event description:
The initial reporter received a questionable high roche cardiac poc trop t result from cobas h 232 meter serial number (B)(4). The cobas h232 meter is not released for distribution in the united states, nor is it similar to a device released for distribution in the united states. The result from the meter was 1062 ng/l. The results from a radiometer aqt90 flex analyzer was <0.010¿g/l. The erroneous result was reported outside of the laboratory. There was no allegation of an adverse event. The patient was discharged. The suspect product was requested to be returned for investigation. Replacement product was sent. The customer had used all of the remaining test strips so none could be returned.

Manufacturer narrative:
The customer¿s cobas h232 instrument was returned for investigation. Native blood samples and spiked blood samples were tested on the customer¿s h232 instrument and a qualified h232 instrument. The results from the native blood samples and the spiked samples recovered within specification between the customer¿s h232 instrument and the qualified h232 instrument. An influence from the medications taken by the patient could not be excluded. The investigation did not identify a product problem.